Manufacturer narrative:
The reported problem was investigated via remote support. The customer stated that the avalon fm30 fetal monitor does not produce any sound. The affected avalon fm30 fetal monitor was sent to the philips bench for further investigation and repair. It was established and confirmed that one of the condensers on the main board is almost detached and the speaker connectors are in bad condition, causing the reported issue. The customer's issue was caused by a malfunction of the device. The problem was solved by replacement of the 451261010231 av-fm30 cbl loudspeaker assembly and 453564378621 av fm20-50 main board vers. 2 by the bench repair technician which is considered as all that is warranted for this malfunction. The repaired product returned to the customer site.

Event description:
It was reported that "the sound does not work" on avalon fm30 fetal monitor. A loudspeaker failure inop message is displayed on the screen. There was no reported patient or user impact.

Event description:
It was reported that "the sound does not work on avalon fm30 fetal monitor. A loudspeaker failure inop message is displayed on the screen. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.